Manufacturer narrative:
Retained lot# 54711 was tested for the cannula rigidity, strength, clogging, liquid flow and bending. The inspection results show no malfunction with the pen needle lot# 54711.

Event description:
End user reports that pen needles from lot number 54716, expiration date 04/19/2026 were clogging and the cannula inside the hub is bending.